Event description:
It was reported that the customer's blood glucose was running high, and the insulin pump did not alarm no delivery. The blood glucose at time of the call was 518mg/dl. The mother stated that the infusion set, reservoir, insulin, and site were changed, the mother also stated that she ran a bolus without customer connected and nothing drips out of the tubing. Advised the mother to seek medical attention as the customer has tested positive for ketones. Troubleshooting was performed. The mother requested a replacement of the insulin pump. Nothing further was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.